Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asavs0038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the infusion needle core could not be locked in place, nor secured. No other information was provided.